Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The y-connector, click adaptor, and peg / j tubes were received at abbvie for examination. A visual inspection was performed. The peg tube was cut prior to receipt. The cut appears to have been intentionally cut when the tubing was removed from the patient. No damage related to the complaint condition was observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 approximately 21:00, blood was noted to be in the stoma and the patient was transferred back to the hospital. The patient received local adrenaline to stop the bleeding and was discharged from the hospital at midnight. On (B)(6) 2019 in the morning, blood was noted on the gauze again and the patient experienced dizziness and exhaustion. The treating physician was updated and advised the patient to go to the hospital. The patient then experienced two fainting episodes fifteen minutes apart and was activated with black stools. The patient was then transported to the hospital via ambulance. The patient's hematocrit level was 30% and the patient received blood and normal saline. And to the hospital. On (B)(6) 2019, it was reported that the stoma site had no blood and the patient showed no signs of exhaustion or dizziness. The hematocrit level was 28% and the patient was treated with more blood and normal saline was continued. A gastroscopy on (B)(6) 2019 revealed no findings (clear). The patient received treatment of peptonorm for gastric protection and has a foley catheter. On (B)(6) 2019, an abdominal CT scan revealed bleeding from the stoma (non gastric bleeding) and probable bleeding from the intestine. On (B)(6) 2019, the patient experienced bleeding from stoma site again. On (B)(6) 2019, the patient had black stools. On (B)(6) 2019, the peg and j tubes were endoscopically removed and no bleeding was observed. The patient was ambulatory and discharged from the hospital. The spouse reported that the patient was on an unknown anticoagulant medication.